Manufacturer narrative:
Additional information states that the patient had a device exchange on (B)(6) 2015 and is recovering well. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of log files which revealed high watt alarms and power consumption above the normal operating range. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection and dimensional verification. Dimensional verification revealed a disc to rear housing offset deviation. However, as per an internal investigation, this is not expected to impact pump safety or performance. Visual examination revealed mild to moderate scoring marks on the lower housing ceramic surface and on the matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Review of the pump sterilization records found no evidence to suggest the pump contributed to the reported patient infection. Independent pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Also the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Log file analysis review date: (B)(6) 2015; dates through (B)(6) 2015. Normal power consumption. Additional notes: 7 high watt alarms logged since (B)(6) 2015. An increase in power consumption and estimated vad flow has been observed reaching a peak of 6.0 watts. Log file analysis review date: 09/04/; dates through 08/21/2015-09/04/2015: normal power consumption. Additional notes: 8 high watt alarms logged since 09/01/2015. Starting 08/07/2015 there is an increase in power consumption above the normal power consumption limit. Power consumption returned to within normal limits starting 09/02/2015. Log file analysis review date: 09/07/2015; dates through 08/24/2015-09/07/2015: power consumption above normal operating range. Additional notes: 98 high watt alarms have been logged since 09/01/2015 pathology report date: 11/16/2015. Conclusion: gross findings include mild to moderate abrasions of the lower housing ceramic surface and matching inferior surface of the impeller. Material collected from the ceramic surface of the upper housing is not histologically consistent with thrombosis. The material noted on the superior surface of the impeller was not sufficient for histological examination. Clinical correlation is recommended. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2015, the patient presented to the implanting site's "emergency room (ER) with his lvad alarming, patient was asymptomatic." "A family member brought the patient in after being instructed to do so by the lvad coordinator because of the report of a high watt alarm." It was stated by the site that "on interrogation of the lvad, it showed seven high watt alarms; flow 6, speed 2500, and power 3.8." "Manufacturer representative reviewed the downloaded log files and reported to the site that there was slight increase in power, with power spike noted, but overall power in the normal consumption range." "The subject was transferred to the cardiovascular intensive care unit (cvicu), where heparin and agrastat were initiated." It was stated that the "ldh continued to trend downward during hospitalization." As of (B)(6) 2015, patient started having "gi bleed, thought to possibly be hemorrhoid bleed." "Heparin and tirofiban were stopped." "Hemoglobin did not drop", patient was restarted on "heparin and tirofiban on morning of (B)(6) 2015 after power spikes." On (B)(6) 2015, patient had "increased watts beginning in the morning, watts as high as 11.1 in the morning." "Watts currently in the low 4's, patient stated he changed position." On (B)(6) 2015, "tirofiban was stopped and was started on angiomax (bival)." On (B)(6) 2015, patients "urine perfectly clear today." It was stated that all of the" patients urinalysis have been negative." On (B)(6) 2015, patient with "bright red stool, still considered hemorrhoid." Site "considering giving patient persantine." On (B)(6) 2015, it was stated patient "looked bad, temperature high staring low dose heparin in the ICU this pm." Patient has had a power increase today. On (B)(6) 2015, staph positive (t) in blood. As per site "plan is to stop angiomax and start tpa when inr drops (considering fresh frozen plasma) with a small bolus and low dose drip." Additional information received: thrombus was not confirmed inside pump, but it was stated that there was a "ring of pannus around the inflow cannula". Investigation is ongoing.